Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: part number: 292.500.01. Lot number: l629810. Manufacturing site: (B)(4). Release to warehouse date: 29. Nov. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent the surgery of left thumb fracture fixation with kirschner wire on (B)(6) 2020. Postoperatively, on (B)(6) 2020, the patient suffered from a rupture of about 0.3 cm in length at the radial side of the proximal thumb of the left hand. Around which there was obvious erythema, inflammation, pain and a little wound secretion. Patient was treated with debridement, dressing changes, IV anti-inflammatory drugs when he was hospitalized on (B)(6) 2020. The patient recovered well on the wound and was discharged from the hospital on (B)(6) 2020. This report is for one (1)1.0mm kirschner wire, trocar points on both ends 150mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event occurred on an unknown date in 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.